Event description:
Related manufacturer reference 3005188751-2014-00119. During an electrophysiology procedure using a brk transseptal needle and a swartz introducer, a pericardial effusion occurred. An echocardiogram revealed a pericardial effusion during the procedure; however, no intervention was required and the patient remained stable. Further information has been requested but not yet received.

Event description:
The customer was contacted for further information regarding this event; however, the customer indicated additional information was not available.